Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. No parts have been reportedly replaced. Provided ventilator logs confirms the reported alarms for high o2 concentration as well as alarms for high peep (positive end expiratory pressure). The user facility planned to investigate if this may be an issue with the wall gas source. No further information regarding any investigation results was provided. The root cause of the event has not been determined. H3 other text : 4117.